Event description:
It was reported that ... "The rubber of the handle was lacerated. Nurse couldn`t remember if a second device was used for assistance."

Event description:
It was reported that ... "The rubber of the handle was lacerated. Nurse couldn`t remember if a second device was used for assistance."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: visual inspection, manufacturing record review, complaint history analysis, the device was returned for inspection and the reported event was confirmed. One can observe a destruction of polymer coating. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. Appearance and shape are verified on the entire batch during the quality control step. The material used for the handle molding is (B)(4) and the certificates of conformity were in order for both lots of (B)(4) used for the manufacturing of this device. All records indicate the product was manufactured to specifications. No indication of material or manufacturing defect could be found. While we are not able to determine the exact cause of this occurrence, it is presumed to be caused by a contact with a sharp surface and not a result of normal or recommended use of the instrument. It is noted that this is the first time such an issue occurred. Conclusion: the complaint is considered indeterminate from a manufacturing perspective as no product fault could be detected. However, we are not able to determine the exact cause of this occurrence and the complaint condition remains unknown.